Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4 and wound dehiscence.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 4", "asymmetry, right 6 o'clock nac", "slight opening on scar", "hypertrophic scars and loss of pocket for right side". Device remains implanted.